Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Before surgery, the surgeon noticed that the tip of the drill is broken. The surgeon used other drill and finished the surgery.

Manufacturer narrative:
Corrections to device available for evaluation/device evaluated by MFR? The reported event was not confirmed as both drills, neither the drill, tri-flat t2 femur ø4,2x180 mm nor the drill, tri-flat t2 femur ø4,2x340 mm, were available for evaluation [discarded]. Thus, a physical examination of the product in question was impossible. Due to unknown lot codes tracing as well as review of the inspection records of the product in question was impossible. Based on the information given the root cause of the reported event cannot be determined. The file will be closed formally in accordance to our procedures. In case the items and / or substantive information will become available in future the file will be reviewed and reopened. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device was discarded.

Event description:
Before surgery, the surgeon noticed that the tip of the drill is broken. The surgeon used other drill and finished the surgery.